Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood level. Customer¿s current blood glucose level was 505 mg/dl. Customer stated that they had high blood glucose because they took of the pump for low blood glucose. It was unknown if auto mode was active or not at the time of high blood glucose event. The insulin pump will not be returned for analysis.